Event description:
It was reported to fresenius that an internal dialyzer blood leak occurred sixty minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. The machine did not produce a blood leak alarm. It was unknown what type of machine or bloodlines were being used. A blood test strip was not used. There was no physical damage observed on the dialyzer. It is unknown if the patient¿s blood was returned following the event. The event reportedly resulted in 2 ml of blood loss. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the event. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, a photograph of the device was provided for review. The photograph shows a dialyzer attached to a machine with blood within the fibers. There appears to be a localized streak of blood running down the side of the dialyzer, and the top of the blood streak appears to be darker. This is indicative of an internal blood leak due to a damaged (i.e. Broken, fragment, etc.) Fiber. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and a non-conformance (nc) reported on the lot, both of which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was able to be confirmed based on the provided photograph. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported to fresenius that an internal dialyzer blood leak occurred sixty minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. The machine did not produce a blood leak alarm. It was unknown what type of machine or bloodlines were being used. A blood test strip was not used. There was no physical damage observed on the dialyzer. It is unknown if the patient's blood was returned following the event. The event reportedly resulted in 2 ml of blood loss. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the event. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.